Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed noise along with occasional oversensing. It was also reported that the pacing lead impedance measurements decreased from 700 to 600 ohms since the past few months. Shock lead impedance measurements were normal at 60 ohms. Boston scientific technical services (ts) discussed the possible reasons why these observations occurred. X-ray did not reveal a lead fracture. The physician opted to replace the device and the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. There was insulation damage through the distal hv lumen from the terminal pin along with webbing damage in all three lumens. Due to the location and type of damage, this was likely the result of entrapment in the clavicle or first-rib region.